Event description:
The report received from the field indicated that the female patient was admitted for an emergency index procedure due to acute myocardial infarction (ami). The target lesion for the index procedure was the proximal left anterior descending (lad). The lesion was reported to be: tortuous, not calcified, and a bifurcation lesion. A cypher 3.5 x 33 mm stent was implanted. The patient also had a lesion in the first diagonal that was treated via percutaneous transluminal coronary angioplasty (ptca) only. Two days after the index procedure the patient experienced a cardiopulmonary arrest. The patient was revived. An intra aortic balloon pump (iabp) catheter was inserted. Coronary angiography was performed and indicated the previously implanted cypher stent had acutely thrombosed. The physician attempted to re-open the target lesion multiple times using a 3.5 x 15 merlin non-compliant balloon catheter. The resultant flow was timi 2. A cypher 2.5 x 13 mm stent was implanted in the first diagonal at this time. The patient was returned to the intensive care unit on a respirator and intra aortic balloon pump (iabp). Approximately twenty-four hours later, it was determined that the patient showed no signs of brain activity. The patient expired three days after the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2010-00062 and #3003742446-2010-00063.

Event description:
Additional information received states that the patient was admitted to the hospital following a fall which fractured her right hip. The procedure took place two days following the fall. Access was gained through the left femoral artery with an unspecified 8fr catheter. The wire was advanced to the left main with some difficulty. The rotablator system was platformed at 150,000 rpms. Several ablation runs were completed successfully with the 1.25 and 1.5 burrs, treating the proximal and mid lesion. The patient then experienced slow flow and was given nitroglycerin which resolved the issue. The physician then continued with the 2.0mm burr, treating only the proximal lesion and was not able to pass through. The patient then became hypotensive and experienced transient st elevation. The physician then used the apex balloon for two inflations, at 4 and 6 atms respectively. The procedure was successfully completed at that point.during transfer of the patient to her room, the patient became bradycardic, hypotensive, with st elevations and ventricular tachycardia. Using acls measures, patient was revived. However, as the patient was transferred to the ICU, the patient again started experiencing ventricular tachycardia and ventricular fibrillation, and the patient died. In the opinion of the physician, the patient died due to extensive calcific burden, leading to st elevation and arrhythmias. It was also the physician's opinion that there was no device malfunction and no vessel damage. The angiography showed good results, and the coronary artery was patent.

Manufacturer narrative:
A (B) (6) female patient experienced a thrombotic event two days post implantation of a cypher stent and subsequently died. The patient was admitted for an emergency index procedure due to an acute myocardial infarction (mi). This patient¿s emergent presentation with an ami puts her at increased risk for mace. In addition, his presentation with an ami puts her in a hypercoagulable state and at increased risk for thrombotic events. The patient's medical history included: family history of coronary artery disease (cad), acute myocardial infarction (ami), chronic obstructive pulmonary disease (copd), and asthma. Pci was conducted in the proximal left anterior descending (lad). The lesion was described as tortuous and bifurcated. A cypher 3.5 x 33 mm stent was implanted in the proximal lad. The patient also had a lesion in the first diagonal that was treated via percutaneous transluminal coronary angioplasty (ptca) only. Medications prescribed post index procedure were not available. Two days after the index procedure, the patient experienced a cardiopulmonary arrest. Successful resuscitative efforts were conducted and an intra aortic balloon pump (iabp) catheter was inserted. A coronary angiography revealed a thrombus in the previously implanted cypher stent. The physician attempted to re-open the target lesion multiple times using a 3.5 x 15 merlin non-compliant balloon catheter. The resultant flow was timi 2. A cypher 2.5 x 13 mm stent was implanted in the first diagonal at this time. The patient was returned to the intensive care unit on a respirator and iabp. Approximately twenty-four hours later, it was determined that the patient showed no signs of brain activity. The patient expired three days after the index procedure. (B) (4) the product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Thrombosis is a known potential adverse event associated with stent implantation procedures. Thrombus formation decreases the amount of blood flow to the cardiac muscle and may induce cardiac arrest. Review of the information suggests that the patient¿s emergent presentation with acute myocardial infarction, risk factors present in the medical history and vessel characteristics (bifurcation) may have contributed to the reported thrombotic event and subsequent death. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2010-00062 and #3003742446-2010-00063.